Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 11/15/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results are due to open vial for an extended period of time test strip (B)(4). Note: manufacturer contacted customer on 11/8/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer called in stating that when he opened the box of test strips, the lid of the test strips was opened. Customer stated the he got the shipment in (B)(6) and he just opened the box today and the vial was open. Customer was advised not to use any strips from this vial and a replacement product will be sent. Adverse event not reported at time of call on (B)(6) 2017.